Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment of a "short circuit" however it was noted that the programmer would not power up and therefore the power supply was replaced, as well as the nylon stanoff between the link electronic module and the microprocessing unit. Also, the stylus was missing so it was replaced and the overlay calibrated. Inspected circuit boards and mechanical parts, reconfigured the hard drive and reloaded and updated the software. The device then passed all final functional and systems tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a short circuit. The programmer was returned for service. No patient complications have been reported as a result of this event.